Event description:
The customer was hospitalized for high bgs and dka. It was reported that the manual injections did not stabilize bgs while in the hospital. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Suggested the customer to call back to perform the high-pressure test when the clamp arrives.